Manufacturer narrative:
An investigation was initiated; however, no device was available for evaluation, preventing any product analysis and confirmation of the reported information. The event type aligns with known potential outcomes associated with the therapy. Available records did not reveal any indications of a broader quality concern. Based on the information reviewed, the event is considered consistent with known, inherent risks associated with the device and treatment modality. No escalation beyond the complaint investigation is required at this time.

Event description:
It was reported per literature that treatment with the rezum system in patients with urinary retention secondary to benign prostatic enlargement showed favorable outcomes. Of the 18 patients with urinary retention, 83% were catheter free at three months and 88% were voiding independently at a mean follow up of 28 months, with improved symptom scores. Two patients required retreatment, undergoing transurethral resection of the prostate and holmium laser enucleation of the prostate, respectively. The study concludes that rezum may be a safe and effective option for achieving sustained independent voiding in this patient population.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported per literature that treatment with the rezum system in patients with urinary retention secondary to benign prostatic enlargement showed favorable outcomes. Of the 18 patients with urinary retention, 83% were catheter free at three months and 88% were voiding independently at a mean follow up of 28 months, with improved symptom scores. Two patients required retreatment, undergoing transurethral resection of the prostate and holmium laser enucleation of the prostate, respectively. The study concludes that rezum may be a safe and effective option for achieving sustained independent voiding in this patient population.